Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is allegation of respiratory tract irritation. There was no medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction for the describe event or problem: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is allegation of respiratory tract irritation. There was no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction data of the following: report information: complete from yes to no. Box b: adverse event/product problem from adverse event - life threatening to product problem. Box b: relevant test/lab data from not applicable to no information. Box b: other relevant history from not applicable to no information. Box d: device avail. For eval? From uknown to required - no. Box d: date returned: from no information to not applicable. Box h: type of reported complaint: from serious injury to product problem. Box h: summary report: from no to enter your selection here. Box h: patient outcome code grid: from unspecified respiratory problem to no clinical. Signs and symptoms or conditions. Box h: health impact grid: from serious injury/illness/impairment to no health consequences. Box h: evaluation method code: from device not returned to type of investigation not yet determined. Box h: evaluation results code grid: from no findings available to results pending completion of investigation. Box h: usage of device: from not applicable to no information. Box h: remedial action init: from not applicable to required - recall. Box h: recall (z) number: from no information to z-1974-2021. Box h: add. Narrative/corr. Data: from not applicable to required. Other text : device not returned to the manufacturer.